Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, a diagnostic anomaly occurred on the device. Abbott technical support was contacted, and device diagnostics were cleared to resolve the anomaly. The patient was in stable condition.